Event description:
Adverse event(s): "eyes became infected" (infection); "vision blurry" (blurred vision); "discharge" (discharge); "red eyes" (eyes, red); "irritated" (irritation). Product problem(s): "none reported" (no known device problems). A consumer reported that she had used this product approximately a year ago and that her eyes became infected and her vision blurry. Later, she reported that she experienced red, irritated eyes with some discharge which she thought was an infection. She stated that she did not seek medical attention and her eyes cleared up after she discontinued product use. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/17/2010 and received on 03/04/2010. A completed questionnaire has not been received. (B) (4)